Event description:
It was reported that during stenting treatment procedure, a balloon burst occurred. The target lesion was located in the moderately tortuous, moderately calcified, 90% stenosed left external iliac artery (eia). After crossing the lesion with an non-bsc guide wire, pre-dilatation was performed in the vessel. Next, an unspecified stent was implanted at the lesion site. After this a sterling 6.0x40mm/135 balloon was advanced, with slight resistance, to the stent site for post-dilatation. The balloon was inflated with a non-bsc inflation device. Upon the first inflation, the balloon ruptured at 6atms. The balloon was removed from the patient and post-dilatation was completed with another device. No patient complications were reported and the patient status is reported as good.

Manufacturer narrative:
(B)(4). The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)